Event description:
On 07/13/1998 following a stent procedure, an angio-seal device was placed in a pt's right groin using an 8.5 procedure sheath. Immediately following device deployment, bleeding was noted from the puncture site. Manual pressure was held with resolution of the bleeding. Sometime during the night the pt developed claudication type symptoms and was taken to surgery. At that time, collagen was identified as having been deployed within the artery. The vessel was repaired at that time. A follow-up visit two days later showed the pt to be doing well post-operatively.